Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 07/11/2016 a medtronic representative, following-up at the site, reported successfully taking a blank shot with the imaging system. No issues experienced. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A site representative, physicist, reported that their imaging system was unable to take a 2d fluoro image. They attempted to use the footswitch and the handswitch without success. This was reported during testing. There was no patient present when this issue was identified.